Event description:
Patient undergoing yttrium-90 radioembolization of liver metastasis from rectal cancer. Balloon occlusion catheter deployed in right hepatic artery ostensibly to direct radioactive spheres to the target area while preventing nontarget embolization to bowel and the remainder of the liver not containing tumor. Two consecutive sniper balloon microcatheters failed, the first before any radioactive beads had been administered through it and the second during administration of an aliquot of radioactive beads. Removing the second microcatheter exposed the patient to the possibility of reflux of the particles into the gastroduodenal artery and nontarget embolization to the bowel and remainder of the liver. Ultimately, a third balloon occlusion microcatheter by different manufacturer was able to be successfully used to achieve treatment without a misadministration (defined as delivering less than 75% of the dose in the written directive) and without nontarget embolization of the radioembolization to bowel. The nature of the failure has been seen previously with the catheter - specifically, the balloon inflation lumen communicates with the true catheter lumen and the balloon decompresses spontaneously. As such, it no longer functions as a balloon occlusion catheter and puts the patient in danger of reflux of the injected substance. "Lb-0504 rev c. (B)(4) emx11032202; (B)(4) emx12142201." Reference report: mw5147618.